Event description:
During an orthopedic surgery, the tip of a 1.5mm hex driver broke off in the head of a screw during screw insertion. The driver tip could not be removed from the screw head; it was left implanted in the patient.

Manufacturer narrative:
A visual examination under magnification of the returned broken driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex of the driver which likely indicates an excessive twisting load (torsion). The distance between the flats on the hex portion of the driver were all found to be within tolerance. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break.